Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump unexpectedly shutdown and the screen was unable to be turned on. The customer's blood glucose level was not impacted. It was confirmed that the customer had a backup method of insulin delivery available.